Manufacturer narrative:
MDR is being filed due to field action ref-2027969-10/12/16-004-c. Customer's complaint was replicated with in-house testing of the code chip of retain lot c3233a. Code chip ranges did not match ev card ranges. The manufacturing records for the control lot were reviewed and the lot met release specifications. A CAPA, (B)(4), was initiated to address this issue.

Event description:
The customer attempted to run the total 5 control level 1 at 2 stdev with d-dimer results outside of the expected range high at 357 ng/ml and 383 ng/ml (2 stdev: 390-584 ng/ml). The same lot number of controls at 2 stdev produced a passing result for bnp.